Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2021, the patient received the following results within 15 minutes: 159 mg/dl and 455 mg/dl. On (B)(6) 2021, the patient received the following results within 15 minutes: 24 mg/dl and 135 mg/dl.